Event description:
Temporary pacing catheter inserted. After initial capture, pacing artifact lost. Proximal end of pacing catheter attachment manipulated, artifact restored. Loss of artifact again occurred. Pacing catheter replaced.